Event description:
It was reported that this was an arteriotomy closure of the slightly calcified right common femoral artery using a prostyle after a supraventricular tachycardia (svt) ablation procedure using a 7f sheath. Reportedly, after device deployment, the device was unable to be removed due to the footplate not closing. The prostyle was managed to be wiggled out with footplate slightly open. The vessel was expanded slightly. A non-abbott closure device was used yet did not achieved hemostasis. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, update to information provided: there was no vessel damage reported.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem.

Event description:
It was reported that this was an arteriotomy closure of the slightly calcified right common femoral artery using a prostyle after a supraventricular tachycardia (svt) ablation procedure using a 7f sheath. Reportedly, after device deployment, the device was unable to be removed due to the footplate not closing. The prostyle was managed to be wiggled out with footplate slightly open. The vessel was expanded slightly. A non-abbott closure device was used yet did not achieved hemostasis. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.